Event description:
As reported by the user facility: "@0220 am pump alarmed for air in line, insulin bag had run dry. Asked colleague to change bag and line. Colleague changed bag, flicking air from pump proximal side and filling air chamber repeatedly. (No further air in line alarms per covering rn, or when writer returned from break). @0410 writer disconnected line from peripheral IV to use for another infusion and noticed that tubing distally towards patient contained air. Line re-primed using pump with another rn observing, line showed that it primed 5ml which was almost exclusively air. Approx. Distance of air marked with red sticker from that line to distal end of tubing was filled with air.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.